Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported following a permanent implant procedure on 09 april 2019, the patient experienced no sensation in their lower extremities. As a result, the scs system was explanted. During the explant, the physician suspected a hematoma and bleeding. Reportedly, the patient is recovering and physical therapy may occur later to address the issue.